Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed a mode switch episode caused by oversensing. Lead noise was ruled out, as the oversensing was rhythmic and sustained. The oversensing could not be reproduced with isometrics or pocket manipulation. No intervention was performed. The patient will continue to be monitored.